Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) blood in/on helix/lobe mechanism. Dried blood prevented the helix from rotating properly.

Event description:
It was reported there were positioning difficulties at implant attempt. There was difficulty in trying to extend the helix. The lead was not used and was replaced. No patient complications have been reported as a result of this event.